Event description:
Reporter alleged blood glucose readings have been higher, in the 200s mg/dl. It was stated customer went to the doctor to check a condition not related to diabetes and while there the doctor measured customer's glucose to be 120 mg/dl compared to the customers meter reading of 249 mg/dl when performed at the same time. No treatment was received or actions taken as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.